Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the main board to fix the fault codes. After the replacement of the main board the iabp generated "electrical test fails code #1." Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during preventive maintenance performed by a getinge field service engineer (fse) the cs100 intra-aortic balloon pump (iabp) had fault codes #5 and #6. No patient was involved, and no adverse event was reported.

Manufacturer narrative:
The getinge company representative later clarified that no further part replacement was required and no further errors occurred after replacement of the main board. The iabp was returned to clinical use.

Event description:
It was reported that during preventive maintenance performed by a getinge field service engineer (fse) the cs100 intra-aortic balloon pump (iabp) had fault codes #5 and #6. No patient was involved, and no adverse event was reported.

Manufacturer narrative:
It was later clarified by a company representative that after fault codes #5 and 6 occurred during the pm, the main board was replaced. However, upon replacement of the new main board to resolve the fault codes, the iabp generated electrical test fails code #1" which was deemed an out of box failure of the new main board. Subsequently, a replacement main board was delivered and installed in the iabp with no further occurring issues.

Event description:
It was reported that during preventive maintenance performed by a getinge field service engineer (fse) the cs100 intra-aortic balloon pump (iabp) had fault codes #5 and #6. No patient was involved, and no adverse event was reported.